Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The patient was hospitalized for the event. It was reported "the patient was not treated with antibiotics for peritonitis". On an unknown date, the patient's effluent was "slightly clear". During this time, the patient had not recovered. Two days after the event onset, the patient passed away. The cause of death was due to an unrelated medical condition; however, it was not reported if an autopsy was performed. It was not reported whether therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.